Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, following the transseptal puncture, a posterior effusion was confirmed when advancing the sheath. The patient was resuscitated and a pericardiocentesis was performed. Surgical repair was required. Further details are unknown.